Event description:
It was reported that after deploying t1, the t2 deploy prematurely. The malfunction was solved with a delay shorter than 30 minutes and no further complications using a back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The needle overmold assembly was bent. The distal end of the deployment needle was bent. There was no suture or anchors included. A functional evaluation was conducted. There was heavy resistance when the deployment slider was cycled. The deployment needle would get stuck at the far distal tip of the device when cycled. The complaint was confirmed and the root cause has been associated with a stress problem. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.